Event description:
A customer obtained an erroneously elevated troponin (accu tni) result for one patient. The initial result was 0.5ng/ml. Subsequent testing produced a result in the normal reference range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse performed a minor preventive maintenance (pm) on the instrument. The fse serviced the precision pump, replaced the aspirate probes, and verified alignments and ultrasonics. The fse conducted performance testing and all results passed within instrument specifications. The fse did not note any hardware issue that would have contributed to this event. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.